Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported the patient is experiencing ineffective stimulation due to lead migration. The issue was confirmed via x-rays. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the leads were explanted and replaced with one lead to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.